Event description:
It was reported an issue with monoplus suture. The client (veterinarian) reported that when opened the package, the needle had been already came off. There is no patient involvement.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k031216. If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding the same issue closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open sample with the needle detached from the thread, and the thread is not wound on the pack. Without any closed sample we cannot carry out an analysis in order to take a decision. However, taking into account this open sample received and that there is one previous complaint for this code-batch regarding the same issue, we consider that the complaint is confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 1.21 kgf in average and 1.03 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Final conclusion: taking into account the defective sample received and the previous complaint for this code-batch regarding the same issue, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.